Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown stem, unknown, 00875704802 shell with multi holes porous 48 mm o.d. Size gg for use with gg liners 63260507. The reported event cannot be confirmed based as the surgical notes and x-rays were not provided. Device history record was reviewed and no discrepancies/anomalies relevant to the reported event were found. Non- zimmer biomet femoral head and stem were used with a zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices, however, it is unknown if this combination of devices has any effect to the reported issue. Root cause cannot be identified as insufficient information was provided on the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced dislocation that required a closed reduction after a revision of the left hip. Further revision has been indicated. No further information has been made available at this time.